Event description:
Reportedly, on (B)(6) 2025, "implantation not confirmed" was displayed on the programmer screen.

Manufacturer narrative:
The conclusions are as follows: the patient files analysis led to the following observations: - at the first interrogation performed on (B)(6) 2025 at 11:14, a pacemaker software version upgrade was done. - after this upgrade, a known software bug occurred leading to an incorrect implant status: ¿implantation not confirmed¿. - to solve this issue, it is needed to close the session and to re-interrogate. - this complaint is recorded for trending purposes.

Event description:
Reportedly, on (B)(6) 2025, "implantation not confirmed" was displayed on the programmer screen.